Event description:
A malfunction alarm occurred with a pump, displaying malfunction code 24, which could not be reset. There was no adverse impact on the customer's blood glucose level. The customer was instructed by tandem technical support to put the malfunctioning pump into storage mode prior to returning it and was subsequently sent a replacement pump. Additionally, the customer was advised on the steps to take upon receiving the new pump, acknowledged the instructions, and was provided with a pre-paid label for the return.